Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found power-up test fail #14 when powered up. The fse then, replace the scroll compressor and calibrated to specifications. During testing he observed that the shuttle transducer was out of calibration. He calibrated 30psi and corrected shuttle transducer calibration. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) generated a "requires service" message. There was no patient harm and no adverse event was reported.